Event description:
It was reported the pt no longer had stimulation and was unable to locate the ipg with external device. The sjm rep met with the pt and confirmed the issue. The pt was scheduled for an appointment with the physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.